Event description:
It was reported that the insulin pump alarmed during the manual prime. It was also stated that drive support cap was protruding. The insulin pump was not dropped or bumped. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to protruded/loose drive support disk. Unable to perform basic occlusion test, occlusion test and excessive no delivery test due to prime alarm anomaly. The insulin pump passed the displacement test. Motor passed the motor test. Scratched on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.